Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a working outlet for at least 30 consecutive minutes to allow the pump to begin charging; they were assisted in resetting the pump and resuming insulin delivery.